Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the damage in the pump near the battery compartment. It was reported that damage occur when dropped when going down stairs. Lcd screen black. The customer¿s blood glucose level was unknown at the time of the incident. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.